Manufacturer narrative:
The insulin pump was monitored for 24 hours. All operating currents are within specification. The insulin pump was passed self-test. No unexpected low battery or of no power alarms noted. Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner and shifted end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarms. Customer also reported the buttons would be unresponsive on the insulin pump. It was also found the customer had motor error alarms. Customer also reported they were unable to deliver boluses due to the insulin pump anomaly. Customer also reported cracks were present on the insulin pump's screen. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.